Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Treating physician: dr (B)(6). Plastische chirurgie dr. Med. (B)(6).

Event description:
Patient reported "severe capsular contracture," baker grade unknown. Device status unknown. This record relates to an unknown side..